Event description:
Additional information received from the patient reports the circumstances that led to the sudden loss of stimulation sensation was the day after surgery and the patient wasn't familiar with how to use the programmer. The steps taken to resolve the sudden loss of stimulation sensation and the patient programmer poor communication was called the doctor office and was told to call manufacturer. It was explained to the patient how to use the programmer. The sudden loss of stimulation sensation and patient programmer poor communication had been resolved.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 889-28, lot# va10178, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the patient did not feel stimulation. The patient was implanted on (B)(6) 2015 and felt stimulation. On (B)(6) 2015, the patient stopped feeling stimulation. There were swelling/bandages present from the implant. The patient talked to their health care professional (hcp) who told them to talk to the manufacturer. The therapy was on. The patient used her patient programmer on the call. They had to reposition the antenna a few times to be able to connect. The patient connected and it showed the implantable neurostimulator (ins) was on. They were at 0.6 volts. The patient was unable to increase. After she connected to the ins, she pressed the plus button and it went to the poor communication screen. They tried connecting again and were not able to. They would keep trying. It was also noted that the patient was never trained. This was considered a sudden change in therapy/symptoms. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.